Event description:
It was reported that a high drain alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) had the home patient (hp) review the therapy log of the previous therapy and the therapy was aborted in dwell three. The ultra filtration (uf) equaled -2656ml. The hp stated they had gotten on the hc with fluid inside of themselves and the initial drain alarm was set to 0ml. The cycle one uf equaled 2525ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.